Event description:
Reporter alleged the patient received a result of 99 mg/dl on the inform system compared back to back with a result of 20 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the lab result was not reported for 47 minutes and then the patient was treated with d50 based on the lab. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that she does not think any strips were left, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : will not be returned to manufacturer.